Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previous report filed, additional information was received: arteriotomy closure was attempted relative to an interventional procedure in the lower extremity, via a 6 fr sheath. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after an unspecified procedure. Reportedly, the proglide device was difficult to remove; it was stuck in the subcutaneous tissue. The nick and spread incision was widened and the sutures were observed caught in the footplate. The proglide device and sutures were removed. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.